Event description:
The pt was implanted with a left ventricular assist device. Approx 9 months post-implant, the perfusionist reported that a decision was made to exchange the pump due to a suspected flow obstruction and hemolysis. During the pump exchange procedure, the inflow conduit was found to be positioned directly against the myocardium. The surgeon decided not to replace the inflow conduit, but proceeded to reposition it instead.

Manufacturer narrative:
The pt remains on lvad support with the replacement pump and no further issues have been reported. The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.